Event description:
It was reported that the patient presented in-clinic after receiving an alert for high pacing impedance. Upon interrogation, out of range pacing impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.